Event description:
Reporter reported that in 2008 a male pt during continuous ambulatory peritoneal dialysis (capd) bag exchange noted his uv transfer set was disconnected from the dianeal bag because the spike of the transfer set was broken. The peritoneal fluid and the peritoneal effluent flowed from the disconnected part. The pt closed the clamp on the uv transfer set, called the hosp, and was advised to see his physician the following day. The pt had used the uv transfer set for 45 days. On the same day, the pt saw his physician. A cell count of the peritoneal effluent was taken and indicated an increased level of 417. The pt was diagnosed with peritonitis. The pt was treated with antibiotics (unk). As of the next day, the pt had not recovered from the peritonitis. On two days later, the cell count was retaken and indicated a level of 1. The antibiotics were discontinued and the pt had recovered from the peritonitis. The nurse indicated that she felt the broken transfer set was related to the diagnosis of peritonitis. The pt had been receiving capd for six years without difficulty or infection. The hospital staff confirmed the pt's bag exchange technique was correct and that there was no break in aseptic technique.

Manufacturer narrative:
A request for the return of the sample has been made. Should the sample be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.